Manufacturer narrative:
A titan touch pump, cylinders 1 and 2 and a reservoir were received. Abrasion noted on all pump tubes (note 1). No functional abnormalities were noted with the pump. Abrasion noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with the reservoir. The information received indicated the device was not rigid enough for the patient and a possible leak, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, though not verified, the patient with this device reported that the device was not ridged enough. The physician confirmed there was a leak in the device, therefore, the device was explanted and replaced. No other adverse patient effects were reported.